Event description:
The customer initially reported that the reports vessel fusion was not complete. Another device was used to complete the procedure without incident. There was no patient injury. The device was returned for evaluation and a visual inspection revealed that a snap pin was broken and missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete a follow-up report will be submitted.